Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. This reported problem was confirmed. The defect reported by the customer has been verified and repaired. The measures used for repairing the defects are listed as follows, the motor cable along with hand control set was replaced. Additional repair measures were taken: defective o-rings were replaced. "Micro": preventive replacement of o-rings performed .unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test according to test procedure completed. Safety test checklist enclosed. Unit safety test performed. Unit modified. Per the input check report, the root cause for this failure is determined to be, the keypad wasn't responding properly, a short circuit in the cable and values of the hand control were out of range. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that the device has an article defect.